Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a self-expanding stent would not expand or deploy once unsheathed from the catheter. The procedure was conducted on the left superficial femoral artery, proximal, which had a severe calcified lesion with 100% stenosis and a length of 150 millimetres. The artery diameter was 6 millimetres. In relation to the patient¿s anatomy and prior to the procedure, the artery was clotted off with a chronic total occlusion, and a pneumbra and lytic catheter were used overnight the day before. Moderate resistance was encountered when advancing the device. The device was safely removed, and the procedure was completed using a new device. 10 minutes delay in surgery due to product malfunction. The patient died on the next day and it is reported that the cause of death was cardiac arrest.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the cto did not inhibit the deployment/expansion of the first protege. The fielder guidewire was not kinked prior to the delivery of the first protege and the guidewire was exchanged for use with the new device. The new device used was the same size/type medtronic protege ef. It was confirmed confirm that the stent unsheathed without expansion then re-sheathed. Product analysis the device was returned with the lock pin loose, and the blue outer shaft detached from the deployment handle and lock pin, there is approximately 1.5mm of the stent exposed, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.